Event description:
It was reported that a shaft break occurred. The 90% stenosed in-stent restenosis target lesion area was located in the moderately tortuous distal right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was advanced but could not cross the target lesion. The catheter was pushed strongly, resulting in a kink and then separation of the shaft at a location outside the patient. The device was removed and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon wings were found to be in a deflated state and had been subjected to positive pressure. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination was completed on the shaft of the device. A hypotube break was identified at 22.9 cm distally from the strain relief. A severe hypotube kink was also noted on the device at 3.6 cm distal to the break site.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a shaft break occurred. The 90% stenosed in-stent restenosis target lesion area was located in the moderately tortuous distal right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was advanced but could not cross the target lesion. The catheter was pushed strongly, resulting in a kink and then separation of the shaft at a location outside the patient. The device was removed and the procedure was completed with a different device. There were no patient complications reported.